Manufacturer narrative:
Despite several attempts to obtain confirmation and details about the reported patient harm event remains unknown. The following functional tests were performed: a philips field service engineer (fse) went to the customer's site and identified the telemetry was not connecting to the pic system, the ER overview was in service mode, and at least three aps were not showing up on the philips device report - they were unable to ping. The fse resolved the telemetry issue by power cycling the apc. As for the three aps, two of them needed to be power cycled, and the third one had a cabling issue which was discovered by the customer. The ER overview was fixed by logging in and running setup, by rebooting. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The customer issue was resolved by the fse onsite running setup and rebooting the system. The exact cause for the reported issue could not be established. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer's site and identified the telemetry was not connecting to the pic system, the ER overview was in service mode, and at least three aps were not showing up on the philips device report - they were unable to ping. The fse resolved the telemetry issue by power cycling the apc. As for the three aps, two of them needed to be power cycled, and the third one had a cabling issue which was discovered by the customer. The ER overview was fixed by logging in and running setup. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the newly installed central station was displaying in service mode and, after a reboot of the system, three patient rooms could not be seen at the pic ix and it was still displaying in service mode. In addition, two telemetry patients were not connected to the pic ix, so there was a loss of monitoring. The customer indicated the two patients may need to be moved to another nursing unit. Additional calls with the customer indicated the two telemetry devices were now working. It remains unclear whether there was any harm to a patient. Additional information was received, it was indicated the clinical nurse educator was unsure if any specific harm occurred but that no patient incidents had been mentioned. Based on this information, it remains unclear whether harm occurred due to the outage.